Event description:
Additional information received reported that according to the office of the physician who authorized the pump to be placed in minimum rate, the patient has resolved any potential overdose symptoms and was due back in the office next week for a programming adjustment. No diagnostics or additional interventions have taken place.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was admitted with overdose symptoms. It was noted to be an ¿accidental overdose¿. The pump was turned down to minimum rate. The patient status was reported as ¿alive ¿ no injury¿. The reporter had no additional information at the time of the report.

Event description:
Additional information received from the healthcare provider who stated that the office had had no contact with the patient since the alleged incident. Per the healthcare provider they were going to take out the medication and replace with ns (normal saline) at family request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.